Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device, to date it has not been returned. The following information was requested, but unavailable: what was the reason for converting to an open procedure? Was the procedure converted to open due to a patient related issue? Was the procedure converted to open due to a device related issue? What efforts were made to locate the broken blade during the procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
Case was a lap liver converted to open case. The harmonic 36cm (B)(4) I was "lightly" used for the first hour of the case for mobilization of the liver. The case was converted to open, after which the surgeon noted a chip on the tip of the active blade. It is unclear if the tip was extracted from the patient's body. Surgeon has no idea why tip could have broken off. Was surgery delayed due to the reported event?: yes. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences : no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Surgeon replied "patient is ok". Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Ip-00518589 device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the reason for converting to an open procedure? Patient¿s liver turned out to be very cirrhotic hence conversion to open. Was the procedure converted to open due to a patient related issue? Yes, cirrhotic liver. Was the procedure converted to open due to a device related issue? No. What efforts were made to locate the broken blade during the procedure? The blade was only noticed to be broken after conversion to open procedure, when the device was resting on the scrub table. No conclusive answer on whether broken chip was located. Are there any plans to locate the piece? No. Was there any change in the patient care as a result of this event? No change. What is the most current patient status? Patient is okay. No adverse effect to patient due to this issue.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.